Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to troubleshoot but no issues were identified. The customer continued to use the pump for insulin therapy.